Manufacturer narrative:
Result: 202 error code on footboard.

Event description:
It was reported by service report that the bed would power up but nothing works. No pt involvement or adverse consequences are reported.